Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.00 mm / 90 cm / 2.0 cm peripheral cutting balloon was selected for use. During procedure, before reaching nominal pressure the balloon part ruptured. The device was simply removed from the patient's body, and the procedure was completed with a different device. No complications reported. The patient's status was good post procedure.